Event description:
It was reported by the customer "the patient underwent PICC catheterization on the right upper arm on (B)(6) 2024. On (B)(6) 2024, the skin at the PICC catheterization site became red, without rash or fever. Physical examination: t36.8 degrees celsius clear consciousness, scattered petechiae and ecchymosis on the skin of the whole body. The skin at the PICC catheterization site on the right upper arm was red, with slightly higher skin temperature, distributed along the blood vessels, and no rash. The pharynx was red and the tonsils were not enlarged. The neck was soft, the sternum was tender, the breath sounds of both lungs were clear, and no dry or wet rales were heard. The heart rhythm was regular, the heart sounds were ok, and no murmurs were heard in the valve areas. The abdomen was flat and soft, with no tenderness or rebound pain in the whole abdomen, the liver and spleen were not palpable under the ribs, murphy's sign was negative, there was no percussion pain in the liver and kidney area, the mobile dullness was negative, and the bowel sounds were 4 times/minute. Considering skin infection after PICC catheterization, PICC care was strengthened, and the patient's symptoms gradually improved."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.